Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old caucasian male presenting with acute myocardial infarction and cardiogenic shock. An impella cp optical was inserted for cardiac support. During procedure, patient decompensated. As treatment, device was removed, patient was placed on ECMO support, an endured mitral valve repair. The patient ultimately expired of myocardial infarction. The physician attributed no relationship between the device and the patient's death, however, advised the impella may have exacerbated the patient's previously poor valve condition, as it was caught on the mitral apparatus while on support.